Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical product: 6943 lead implanted: (B)(6) 2003.

Event description:
It was reported that the right ventricular (rv) lead had noise. The rv lead was capped and replaced. It was further reported that the subcutaneous defibrillation lead had a fracture. The lead was partially explanted and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.